Manufacturer narrative:
In the supplemental MDR section h3 was inadvertently not populated with yes. Both sections have been updated accordingly. Section h3: device returned to manufacturer: yes. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that in the patient's right eye, the capsule bag broke with an intraocular lens (iol). The lens was removed and replaced during the same procedure. Sutures and a vitrectomy were required. A non-johnson & johnson lens was used as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/13/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: only the lens returned. Lens returned cut in two pieces, no additional damages were identified. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.